Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter had humidity under the display screen and the subject meter was also displaying the battery indicator. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2010 at 7am. The patient manages his diabetes with 800mg of metformin (twice a day). As a result of the alleged meter issues, the patient reportedly skipped his medication for five days (date/time unclear) and consequently, the patient allegedly developed symptoms of blurry vision and nausea on (B)(6) 2010 at 7am. The patient denied he received any treatment after the alleged meter issues began. At the time of troubleshooting, the csr noted that subject meter's batteries did not need to be replaced per owner's booklet recommendation. The patient denied trauma to the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.